Event description:
Paramedics responded to a person described as unresponsive. The device was used to monitor the pt's ECG. Near the end of the use of the device, the monitor allegedly displayed excessive ECG artifact. There were no adverse affects to the pt reported as a result of the alleged malfunction.